Manufacturer narrative:
H4: the lot was manufactured between september 19, 2023 ¿ september 21, 2023. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed flowing out of the distal luer. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified solution inside the balloon reservoir of a large volume folfusor was not able to be purged (no fluid flow through the device). This event occurred during forced priming of the device prior to patient use. There was no patient involvement. No additional information is available.